Manufacturer narrative:
The pump has been returned to animas but eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt was admitted to the hospital with elevated blood glucose levels and dka.